Manufacturer narrative:
The insulin pump received with minor scratched display window. Unit received cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that top of reservoir compartment was cracked off and the seal was missing. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.